Event description:
Information received indicates the left siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch mechanism was contaminated with a sticky substance which prevented the siderail from latching. The technician cleaned the latch mechanism to repair the bed.